Manufacturer narrative:
The reported field event of a capture anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. The cause of the capture anomaly could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Rep (B)(6) contacted technical services to report simultaneous loss of lv and rv capture. The asymptomatic patient presented in the hospital where they had stayed overnight with a 24 hour telemetry monitor. The monitor showed two instances of ventricular loss of capture where the device appeared to deliver a pace pulse 120 ms following the atrial pace in one instance and at the programmed av delay of 200 ms in the second instance. The first pace occurred at the same time as the p-wave and did not capture the ventricle where the second pace followed the p-wave and also lost capture. The rep and physician discussed increasing ventricular outputs, and after multiple threshold tests were run consistent rv capture thresholds of 0.5 v @ 0.5 ms were confirmed and a lv capture threshold of 1.75 v @ 0.5 ms was also confirmed. The rv output was then reprogrammed to 3.5 v @ 0.5 ms and the lv output was left at 3.5 v @ 0.5 ms while the configuration was changed from mid 2 - rv coil to distal tip - rv coil. Ts received session records and confirmed capture thresholds appeared to be working correctly. No reason for loss of capture was determined after review of the session record. The rep is to communicate this with the patients physician who will determine whether the device will continue to be monitored with the newly increased pacing outputs or if it is to be replaced. The patient was stable at the time of the call.